Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the cable failed due to water infiltration, leading to poor communication. However, a definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use which state: never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Event description:
It was reported by a third-party distributor that the camera head displayed no image. The issue occurred during installation.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no image on the camera head at the time of installation. There were no reports of patient involvement.